Manufacturer narrative:
During the eval of the device at the mfg service ctr the customer complaint was confirmed. The device's ball screw assembly was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator stopped working while in use. There was no pt harm or injury reported.